Event description:
Shortness of breath (difficulty breathing), restless. Information was received on 20-nov-2006 from a female patient regarding herself, with a medical history of arthritis, asthma, cat and dog hair allergies, pacemaker implant, non-hodgkin's lymphoma, and cryptococcal lung infection (2005), who experienced shortness of breath (difficulty breathing) and restlessness. The patient began treatment with synvisc in 2006. On unspecified dates, 3 months prior to synvisc in 2006, the patient was unable to walk because of knee pain. Subsequently, the patient received injections of synvisc into both knees two days, a week apart. She reported that she did not receive the third injection of synvisc. After receiving the first synvisc injection, the patient experienced a "little" shortness of breath that lasted for two days, and resolved. Two days after the second synvisc injection, the patient woke up at 1:00 am feeling restless, and having difficulty breathing, which she described as not being able to get air "down" her lungs. At 6:00 am, she drove to the emergency room, since she was concerned about her symptoms, and the fact that she had a pacemaker, she was told that her pacemaker was working properly and her heart was "perfect." She was given IV (intravenous) benadryl (diphenhydramine) and was sent home five hours later. The patient's shortness of breath continued and resolved at noon two days later. At the time of this report the patient's pain had improved in both knees since the first synvisc injection and she was able to walk.